Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1604765 syr rear case. CAPA# ca-2018-0161 iui conn issues. A review of the device history record for sn15296916 was performed from date of manufacture 08/15/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a damaged housing assembly. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) syr rear case. CAPA# (B)(4) iui conn issues. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/15/2018 to present date 11/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a damaged housing assembly. It was reported there was no patient involvement.